Event description:
It was reported that the ventilator generated a high peep (positive end expiratory pressure) alarm while it was connected to a patient. The unit was swapped out with a different unit. The patient was bagged during swap. There was no harm to patient. (B)(4).

Manufacturer narrative:
A field service engineer has been on site and started the investigation. A supplemental MDR report will be sent when the investigation is completed. (B)(4).